Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage to treat a pancreatic adenocarcinoma during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was not possible to deploy the first flange, it failed to open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the common bile duct to facilitate a biliary drainage during a procedure performed on (B)(6) 2025. During the procedure, it was not possible to deploy the first flange. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Upon receipt, the device was returned in position 2, with the first flange of the stent observed to be fully expanded but partially deployed. Additionally, the inner sheath was noted to be kinked and the outer sheath was twisted. Dimensional measurements were taken to evaluate the position of the stent within the delivery system. The distance from the shoulder to the end of the black marker measured 2.1 cm, and the distance from the proximal end of the slider to the control hub measured 2.5 cm. X-ray inspection was performed and indicated that the proximal portion of the stent was positioned approximately halfway over the ro marker. One braid weld was also observed to be bent. Functional inspection related to stent deployment was conducted. The catheter lock was disengaged by sliding it to the right, and the catheter control hub was moved up and down. The catheter was observed to pass through the luer without resistance. The stent hub was then advanced from the second to the fourth position, resulting in deployment of the stent. During deployment, incomplete expansion was initially observed. However, after placement in warm water, the stent continued expanding. Product analysis did not confirm the reported event of stent first flange failure to expand. The stent was received fully expanded but partially deployed. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The additional observed events of inner sheath kinked and outer sheath twisted were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). As for the additional observed event of stent expansion issue, expansion rates can be negatively affected by several external factors, including compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the catheter delivery system. All stent sizes may experience variations in their expansion rate due to the degree of compression required during loading. Larger diameters naturally require more compression to fit into the catheter, while smaller diameters experience proportionally less; however, any size can be impacted. Increased compression can lead to an unconstrained opening dimension that is temporarily smaller than the manufacturing specification, resulting in slower initial expansion until the stent fully reaches its intended shape. All compiled information on this investigation determines that the most probable cause is "cause linked to device but unable to trace more specifically". A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a biliary drainage to treat a pancreatic adenocarcinoma during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was not possible to deploy the first flange, it failed to open. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.